Manufacturer narrative:
The product was left implanted and therefore could not be evaluated. No revision surgery is planned. Review of labeling: do not implant the device past the expiration date. Use proper aseptic technique to transfer the contents of the sterile package to the surgical field.

Event description:
On (B)(6) 2024 a patient underwent spinal surgery utilizing seaspine's shoreline anterior cervical fixation system. A sterile interbody was implanted that had expired on (B)(6) 2024. It is unknown when the expiration date was noted by surgical staff. No patient injury was reported.